Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3245730. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Surgical findings of mesh excision in 2009, 2010 and 2012? Onset of mixed incontinence and voiding problems from initial surgery? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or same? Results of pelvic MRI scans and uds procedure? Was any deficiency or anomaly of the mesh found? If yes, please describe it. How were mixed incontinence and voiding problems treated? Results? What is physician¿s opinion as to the etiology of or contributing factors to all these events (vaginal mesh erosions, vaginal sensation, mixed incontinence and voiding problems)? What is the patient's current status? Adverse event regarding first time mesh erosion and excision in 2009 was submitted via medwatch report 2210968-2020-00023. Adverse event regarding second time mesh erosion and excision in 2010 was submitted via medwatch report 2210968-2020-00024.

Event description:
It was reported that the patient underwent a sling procedure in 2009 and the mesh was implanted. The patient experienced vaginal mesh erosion and underwent excision in 2009. The patient experienced vaginal mesh erosion and underwent excision in 2010. The patient experienced vaginal mesh erosion and underwent excision in 2012. The patient also experienced mixed incontinence, voiding problems and no vaginal sensation. MRI scan of pelvis was done twice and urodynamic studies/uds procedure was performed. Additional information has been reported.